Manufacturer narrative:
Inhalation.

Event description:
The customer alleges that he experienced sensitivity to unknown cidex solutions. The customer stated that he would get a headache when he was around the solution. He stated he was doing his own processing of sterilization for his equipment. The customer did not want to provide any more information.